Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a patient infection. Subsequently, a new leadless pacemaker system was implanted the same day. The device has been returned for analysis. No additional adverse patient effects were reported. Two weeks later, the patient died.